Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock and pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock and pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that during the previously reported surgical revision, the device was removed from the pocket; a tug test was performed, and the device was analyzed which did not reproduce the noise. Then the physician squeezed on the middle of the device, and the noise was reproduced. The device was explanted and replaced at that point. The new device was connected to this chronic lead, and the same noise was observed. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 30 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. This lead has been returned for analysis. This report will be updated upon completion of analysis. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock and pacing impedance measurements, rv noise, oversensing, and pacing inhibition without asystole. The impedances were checked in the clinic and were not able to be reproduced. The device and lead were explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that during the previously reported surgical revision, the device was removed from the pocket; a tug test was performed, and the device was analyzed which did not reproduce the noise. Then the physician squeezed on the middle of the device, and the noise was reproduced. The device was explanted and replaced at that point. The new device was connected to this chronic lead, and the same noise was observed. This lead was then explanted and replaced. No additional adverse patient effects were reported.